Event description:
It was reported that the external pulse generator (epg) case was cracked and the back cover was damaged. The epg has been returned for repair. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the battery release was contaminated, both bail covers were broken, the lead flex cover was broken, the battery contacts were compressed, one bail was missing, the battery drawer was contaminated, the keyboard was scratched and the battery drawer o-ring was the wrong part. (B)(4).